Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative regarding a patient receiving intrathecal dilaudid 1 mg/ml at 0.1 mg/day. The indication for use was non-malignant pain. It was reported that on 2016-dec-22, fluid buildup was noticed. The patient had significant fluid buildup at the needle entry in the back. It was suspected that they were going to find the patient¿s body never healed around the catheter (where the catheter entered the intrathecal space). Diagnostics performed related to the fluid buildup included a lab test. The cause of the fluid buildup and suspected healing issue were unknown. There were no [additional] reported symptoms. It was initially reported that the patient was going to have a pump revision. It was later clarified that the hcp decided to explant the entire system on (B)(6) 2017 to minimize the risk of infection. The pain pump was removed. The issue was resolved.